Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: root cause could not be determined. Investigation comments: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. Update. Jan02, 2018. A sample was received. It came in a (B)(6) plastic bag. The barrel label confirms the lot#7144785. It has the plunger-stopper and tip cap, it has solution up to the 10ml mark. It has at the bottom part of the barrel embedded fm. Product within specification? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no fm on molded part issues documented. After analyzing the current sample we can confirm the root cause from the plastic molding process.

Event description:
It was reported brown foreign matter was found in the barrel and on the tip of a 10 ml bd posiflush¿ sp syringe, before use. There was no report of injury or medical intervention.